Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: d1, d2a, d2b, d4, h4, h6. MDR section codes updated/corrected: b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitant products: 2990365 - 02-010-03-0220 - logic cr femoral cem, left sz 2. 3677507 - 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. Aa7042 - 13a2101 - cemex system fast genta 70g. 3723784 - 200-02-29 - three peg patella 29mm. 05 0120 14 003 - a10007 - gps knee implant kit.

Event description:
It was reported via legal documentation that approximately 107 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, swelling, gait impairment, poor balance, component loosening, soft tissue damage and bone loss. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d4, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.